Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead.

Event description:
Information was received from a contact regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was a loss of therapy. The patient needs their therapy adjusted as it's not working great. A representative needed to adjust the device therapy since the patient cannot have any more pain medications. The patient explicitly mentions that the device in the back isn't working and that their neck implant is working fine. When contacted for additional information, a healthcare professional (hcp) reported on (B)(6) 2016 that they hadn¿t seen the patient since 2000. Follow up information received on (B)(6) 2017 from the hcp reported that an overview of their records, the patient was seen on (B)(6) 2014 where it was documented they had good coverage with their implantable neurostimulator (ins). As an intervention, the previous ins and electrodes were removed and a new ins system was placed on (B)(6) 2014. Diagnostics included interrogation of the device by the manufacturer¿s representative and a thoracic x-ray was obtained. There was reportedly a suggestion of a lead fracture on interrogation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.